Event description:
Caller indicated that his blood glucose was tested about 7:00 am and the result was 115 mg/dl but the pt was showing symptoms of having low blood glucose. Patient's spouse gave him orange juice and called the paramedics. The paramedics arrived approximately 15 minutes later and tested with their meter with a result of 71 mg/dl.